Event description:
It was reported that, during thr surgery, a hair was found inside the sterile package of a r3 0 deg xlpe acet lnr 36mm x 54mm. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. No hair could be found within the packaging. The device came with three different packages. The package holding the device remained sealed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A potential probable cause could be but is not limited to contamination during the manufacturing process. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. Additional information: d3.